Manufacturer narrative:
The manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of vena cava filters. Investigation despite requests, either precise information about the incident nor x-ray pictures are available for analysis. Consequently no thorough investigation can be performed. No conclusion can be drawn. This type of incident is known complication of the vena cava filter. Compared to the literature, the complaint rate for this type of incident with venatech lp is low and satisfactory. The benefits overweight the risks. No corrective action is currently envisaged.

Event description:
Filter was implanted in patient (B)(6) 2011 and migrated into the heart. The patient had surgery to remove the filter. On (B)(6) 2016 patient underwent an echocardiogram of the chest which demonstrated that the filter had migrated in its entirety to the heart. On (B)(6) 2016 patient underwent an x-ray of the chest that confirmed the entire filter had migrated into the right atrium. On (B)(6) 2016 the patient underwent consultation with physicians who stated the filter is in the right atrium with the head oriented toward the ivc and the prongs facing toward the svc in disarray thus making percutaneous removal impossible. Patient underwent open sternotomy to remove the filter. During the removal the filter was in the right atrium with the apex in the coronary sinus and two struts of the filter were penetrating the anterior and septal tricuspid valve leaflets, requiring repair of the tricuspid valve.